Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer received a low battery and went to the store to get a battery to put into the pump. Customer stated that the pump prompted him to rewind the pump 3 times. Customer stated that the driving support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer mentioned that his belt clip was also broken. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a broken belt clip slot, broken reservoir tube lip, cracked reservoir tube window and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.